Event description:
The pt reported readings of 28,39 mg/dl on pt's one touch profile meter on 04/21 and 04/22/2000, although pt stated pt felt "good". Although pt did not take pt's prescribed insulin dose, pt did take glucophage. Worried about the low meter results, pt proceeded to the hosp where a lab result of 439 mg/dl was obtained. Pt's meter reading 1 hour earlier was 39 mg/dl. Pt was treated with insulin injection and released 4 hours later. Pt indicated that pt "probably had opened the strips at least 4 months ago."